Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the physician attempted to position the lead using a non-abbott guidewire that had a compatible diameter. The guidewire could not be inserted. After insertion attempt, the lead could not be flushed. The lead was not used and another was implanted. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.3cm. The reported event of ¿guidewire could not be inserted¿ was confirmed. The reported event was isolated to the inner coil being clogged with ptfe coating of the guidewire at the s-curve region of the lead.